Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were oil gel globules. This event was reported to have affected 500 devices. The following information was provided by the initial reporter. The customer stated: "there was an oil gel globules issue that occurred with the tubes, which caused needle blockage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were oil gel globules. This event was reported to have affected 500 devices. The following information was provided by the initial reporter. The customer stated: "there was an oil gel globules issue that occurred with the tubes, which caused needle blockage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were oil gel globules. This event was reported to have affected 500 devices. The following information was provided by the initial reporter. The customer stated: "there was an oil gel globules issue that occurred with the tubes, which caused needle blockage."